Manufacturer narrative:
(B)(4).

Event description:
It was later reported that battery position was changed due to discomfort. It was noted that an examination was performed and battery position was changed in the operational room. It was noted as the cause of event was not determined and not device related. The patient recovered without permanent impairment.

Event description:
It was reported the patient had lower back/tailbone pain near the lead since implant. The patient had the implantable neurostimulator (ins) moved because it was implanted lower than normal and resulted in them having pain all of the time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037: serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. (B)(4).